Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump alarmed and would not stop. It was reported that there were no alarms on the screen. It was reported that the pump fell into the pull. It was reported that the pump display went blank. The customer's blood glucose level was reported to be unknown. It was reported that the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with moisture damage on the electronics assembly. The insulin pump was monitored and tested with no blank display and no unexpected alarms noted. All operating currents tested within the specification range and passed off no power test. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and a21 error test. The insulin pump had cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners, cracked on the display window and minor scratches on the display window noted.